Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The system controller (serial number: (B)(6) was returned for analysis and log files were submitted for review. Data from the reported event date of 06feb2025 was reviewed. A backup battery fault alarm was active at the start of the log file at 17:29:03 on (B)(6) 2025 due to the battery not passing the load test. The exact time the backup battery fault activated was not captured due to more recent information being written over the onset of the alarm. Backup battery faults were active until 21:47:26 on (B)(6) 2025. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6) was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the system for an extended period of time. The reported backup battery fault alarms were unable to be reproduced through testing. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the availability of log files, the dates of the backup battery faults, and if any product would be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a backup battery (ebb) fault. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.